Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause and treatment for the peritonitis was not reported. On the same day as onset, the patient visited the outpatient clinic and subsequently was admitted to the hospital due to the event. On an unreported date, ¿peritonitis prevention training was performed¿ (training on proper aseptic technique). At the time of this report, the peritonitis was resolving, the patient was recovering, and physioneal therapy was ongoing. No additional information is available.